Event description:
As reported, during use in patient with this introducer placed in a right sided central vein, there was a nonsignificant blood leakage from the hemostasis valve. The issue was solved by removing everything and, replacing the device with a new introducer inserted at the same insertion site. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
One introducer was received by our product evaluation laboratory for a full examination. The report of introducer leakage was not able to be confirmed during evaluation. Leak testing was performed with and without 7.5f lab catheter inserted. No leakage was observed in any case. No visible abnormality observed on sheath body. Internal components were examined and found to be in good condition. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.